Event description:
The device was explanted due to migration of the electrode array out of the cochlea. At explantation 5-6 electrodes were found extra-cochlear. The user was re-implanted with a device from another manufacturer.